Event description:
Hcp reported the pump was leaking. The patient was taken to the operating room and the pump was fixed. An MRI was planned. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, product ID 8780, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).